Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted that the lead was fully seated in the lead barrel. A hole was noted in the ventricular ring seal plug. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker exhibited loss of capture (loc) upon the patient's presentation to the hospital for third degree atrioventricular block and syncope. The device was noted to be programmed to vvir with automatic capture on as a result of a past right atrial lead issue of unknown nature. The patient's right ventricular (rv) lead measurements were within range and stable at the time of interrogation. The device was subsequently reprogrammed to a fixed output until the patient's system was explanted and replaced several days later. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that unstable pacing threshold measurements were also observed, which was suspected to have caused the reported loss of capture. The automatic capture (ac) was activated at the time but the physician did not know in which mode it was programmed when the av block occurred.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.